Event description:
It was reported that the ventilator stopped working/blowing with an audible alarm and then started blowing again. The pt was switched to another ventilator. No reported harm to the tp.